Event description:
It was reported that during follow-up the device exhibited some oversensing. ICD settings were changed, and the decision was made to leave the device implanted. The patient was in good condition following the event.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.